Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt was treated with injection vancomycin ip, 1.5 grams, once in five days for peritonitis. At the time of this report, the pt was recovered from the peritonitis event and was advised to continue vancomycin therapy. Pd therapy was ongoing. Additional information was requested but was not available.